Event description:
It was reported that in the central sterile department of the user facility, a manufacturer marketing representative found the foot of the device was bent, which can cause damage to the dura. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.